Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the air was unable to be injected to the cuff properly. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. An inflation/deflation test was performed 25cc of air was applied to the cuff using a syringe and it was observed inflation was difficult and deflation was hard, it was noticed the air has difficulties to get through the inflation system in the area where the inflation line is inserted into the tube, the failure mode cuff won't inflate is confirmed. Corrective actions have been implemented to mitigate this issue. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.